Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: cartridge lot# b201852 was confirmed to be defective and found to be leaking from the plunger side of the cartridge past the first o-ring and out the hole in between the two o-rings.

Event description:
In (B)(6), 2011, the pt's mom/reporter contacted animas claiming that her child had blood glucose readings of over "400 mg/dl" with ketones for the past ten days while using cartridge with lot# 201582 which reportedly was linking. During troubleshooting, the customer care advocate noted that a pool of insulin in the plunger, where plunger meets barrel of cartridge. The cartridge compartment was damp with insulin and a strong odor of insulin permeated the air. This complaint is being reported because the reporter claimed that the pt was hyperglycemic for ten days while using the alleged insulin cart with lot# 201582.